Event description:
Initial reporter indicated that they had to place the magnet over their vns generator as she "gets a choking sensation and muscle spasm with stimulation." The patient is going to be referred to a surgeon to have their vns removed. Good faith attempts are being made for further details surrounding the reported events.